Event description:
Incident 1 (dates from 28/3, but I would like to report again): syringe (contaminated with zolsketil!) With chemfort adapter on it: the product leaks to behind the first rubber (and potentially to behind the2nd rubber as well). Contamination of the environment and preparer with cytostatic = risk. The sample is still available (in sealed bag) for collection. Fate of the syringe: 2402005. Exp: 31/1/2029. Incident 2 (dated (B)(6) 2024). Syringe (contaminated with levofolic!) With chemfort adapter on it: poor imprint, first digits/dashes are not easy to read. Sometimes this also happens with other sprayers, which of course increases the risk of inaccurate pull-ups. The sample is still available (in sealed bag) for collection. The lot number was not kept in this incident and therefore not known.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was noted that the material number and annex a codes were incorrectly reported. Section b: verbiage updated. Section d: updated to unk 10ml syringe, unknown material number, unknown batch number annex a coded corrected to reflect customer's issue.

Event description:
Corrected information: record opened in reference to pr 10510145 to capture second device. Incident 2 (dated 8/5/2024): syringe (contaminated with levofolic!) With chemfort adapter on it: poor imprint, first digits/dashes are not easy to read. Sometimes this also happens with other sprayers, which of course increases the risk of inaccurate pull-ups. The sample is still available (in sealed bag) for collection. The lot number was not kept in this incident and therefore not known.

Manufacturer narrative:
(B)(4) follow up report for correction and device evaluation. The manufacturing plant was incorrect in the initial mdrs. Correct manufacturing plant is becton dickinson medical systems - canaan, CT / 06018. Investigation summary: one sample and two photos were provided to our quality team for investigation. Through visual inspection, it was observed that sample has illegible graduation lines from the zero line down to between the 2ml and 3ml major graduation lines. Potential root cause for the scale markings illegible defect is associated with the marking process. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.